Manufacturer narrative:
The tech found body fluids build up in the side rail latch. The tech cleaned and lubricated the side rail latch mechanism to resolve the issue.

Event description:
The account alleged the side rail will not latch. No patient impact.